Event description:
It was reported that the insulin pump alarmed motor error after a bolus delivery. The blood glucose reading was 248 mg/dl. The customer stated that she attempted to resume the device's functionality, and the screen went blank. No significant events leading to the alarm were observed. She noted that there was also blood at the infusion set insertion site, for which she declined troubleshooting. Advised replacement of the insulin pump. The blood glucose reading at the time of the call was 220 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. The insulin pump was unable to test for prime test, excessive no delivery test and occlusion test due to motor error alarm. The insulin pump had a cracked reservoir tube lip and minor scratches on lcd window.